Event description:
It was reported that during a unspecified procedure, insertion difficulty occurred. A jagwire was inserted into the common bile duct after retrieving stones. The physician attempted to advance an 8.5fr/5cm flexima biliary stent over the guide wire, however, it "felt like it was caught on the marker inside the scope channel". Due to this resistance, the delivery device was unable to be pushed through the scope, however, "it was able to release the stent with control of the scope". It was noted that the suture had torn prior to the release of the stent. The physician attempted twice to exchange the scope, however, the situation did not change. The procedure was completed with this device. No patient complications occurred. Patient status is satisfactory.